Manufacturer narrative:
External insulation abrasion was noted at 4.7-5.0cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at this location. This is consistent with the field observation of noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate high voltage therapy due to noise on the right ventricular lead. The lead was explanted and replaced. The patient was in good condition after the procedure.